Manufacturer narrative:
Product analysis conclusion: the reported stent graft occlusion was confirmed on the films provided. However, the cause of the occlusion could not be conclusively determined from the limited images available. Lack of pre-implant CT scans prevented assessment of the pre-implant anatomy, and post-implant CT scans were not available for a comprehensive evaluation of the stent graft's in vivo configuration. The occlusion involved the ipsilateral limb stent graft and the ipsilateral limb of the main body graft. It is possible that the small diameter of the distal aorta (15 mm) may have contributed to the occlusion. Other possible contributors include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(6), ubd: 03-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approx. 25 days post index procedure, CT imaging identified what appears to be a right common iliac artery (rcia) limb occlusion due to the tight distal aorta which extended to the flow divider. Intervention was performed and a thrombectomy device was placed to create a channel followed by the implant of another limb to open the lumen. Bilateral non-mdt stents were placed through the distal aorta. There were no kinks in the stent graft. Per the physician the cause of the (rcia) occlusion was due to anatomy. No additional clinical sequelae were reported, and the patient is fine.